Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. The patient died approximately three weeks after device system implanted. Additional information obtained indicated the patient was discharged from the hospital to hospice one day prior to death. The cause of death has been requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.